Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event after eating more than planned and not adjusting insulin, consistent with an improper or incorrect procedure or method related to the user interface. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included analysis of information provided by the user and communication interviews. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.